Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol therapeutics regarding a patient receiving compounded baclofen (2000 mcg/ml at 900 mcg/day) via an implanted pump. It was reported the patient had an infection and was going to have their pump explanted. The patient's dose was tapered down prior to explant. The dose was tapered by 20% every 12 hours until it got down to 96 mcg/day. The patient was then on oral baclofen 30 mg tid and cyproheptadine 4 mg tid. It was noted the patient became extremely uncomfortable.